Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received at the service and repair center for evaluation. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures listed in the "proof of repair". The following repair activities were performed: unit modified acc. To guideline of manufacturer. The unit has been checked for technical safety. No technical or functional faults were found in the functional tests carried out on the unit. Functional test performed. Electrical safety test completed . Hipot test completed. Functional test acc. To test procedure completed. "Micro": preventive replacement of o-rings performed acc. To service manual . The possible root cause can be attributed to the fragment of burr stuck in the locking ring which was found during evaluation. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that the micro tornado hp w handcontrol device was defective and had an unspecified malfunction. During in-house engineering evaluation, it was determined that a piece of fragment of burr was stuck in the locking ring. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Device evaluation update: investigation summary: the complaint device was received at the service and repair center for evaluation. The complaint was confirmed. The following repair activities were performed: unit modified acc. To guideline of manufacturer. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test acc. To test procedure completed. "Micro": preventive replacement of o-rings performed acc. To service manual. The possible root cause for the reported issue of the shaver handpiece not coupling with shaver blades was determined to be a metal fragment stuck in the locking ring, which was found during evaluation. However, the specific origin of the metal fragment cannot be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.